Event description:
The facility reported an infusion pump with a failure code 810:04. It was not known if this failure occurred while infusion on a pt. The hosp representative stated that have no record of any pt incident involving this pump since the last baxter service event.